Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectal procedure, the device fired, but there were no staples and no staple line was produced. A new stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was loaded with a fully fired device. Nine properly formed staples were received adhered to the single use loading unit (sulu) in dried bodily fluids. There were no visual or functional abnormalities noted during pmv testing. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Pmv was unable to confirm the reported condition during the evaluation. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.